Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was in the emergency room and had been intubated. A boston scientific sales representative was contacted to evaluate this system. The patient had received two shocks with post shock pacing. A boston scientific engineer provided analysis of the event which identified the second shock successfully converted the arrhythmia. However, when post shock pacing ended, there was approximately eighty seconds of likely what was asystole or a very slow heart rate. Due to the limits of storage capacity, it could not be determined when the event occurred and when the patient recovered. No additional adverse patient effects were reported.